Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat mixed urinary incontinence and detrusor overactivity on (B)(6) 2012 and a sling was implanted. Post implantation, the patient developed a haematoma with black bruising and was unwell for 10 days. The patient reported, she was tender to touch on follow up and had voiding difficulty. The patient has experienced mesh extrusion and exposure to the right of vaginal incision and superficial in the midline. She was offered tape excision but requested to defer surgery until after (B)(6) 2012 and is planned for follow-up in (B)(6) 2013. She is being treated with orthogynest (oestrogen) cream for few months. No further information was provided. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat urinary incontinence and a sling was implanted on an unknown date. The patient has experienced mesh extrusion and exposure being treated with orthogynest (oestrogen) cream for few months and will then be evaluated for possible excision of exposed tape. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.